Event description:
It was reported that on (B)(6) 2013, the doctor implanted a long term catheter via subclavian vein and used the line to secure the catheter. The operation was successful. Twenty-three days later, the patient found that the blood leakage from catheter y's type when he was staying at home. The doctor checked and had to extraction the catheter and change a new one.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexb0347 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rexb0347) have been reported from one (B)(6) facility.